Manufacturer narrative:
Additional information provided in h.3.,h.6. And h.10. The product was not returned. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following insertion of the intraocular lens in the eye, the iol would not unfold correctly in the eye. The lens was replaced with a back-up iol. The procedure was completed without patient harm.